Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient was having extended and frequent ipg charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery was retained by hospital and will not be returned.